Manufacturer narrative:
(B)(4) date sent: 1/6/2017. Maude report number: mw5066294.

Event description:
It was reported that during an unknown procedure; the physician was using the device to a bleeding vessel in the patient¿s right lung. The clip applier jammed after applying the clip to the vessel and would not release from the patient¿s tissue. After the stapler was forcefully removed and the bleeding was controlled, the clip applier was visually inspected. The clip applier tips appeared to have split apart at the mechanism in the tip. The applier was removed from the field. It is not known how the procedure was completed.